Manufacturer narrative:
On 01-jun-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jun-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the sample, valve delamination was observed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.  Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explanation on (B)(6) 2020.

Manufacturer narrative:
On 14-may-2015, it was found that the completion of a manufacturing record review was omitted on the previous report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-may-2020, mentor received additional information regarding the suspected medical device, the date of explantation, and the replacement devices. The lot number of the suspected medical device is 240064. The patient is scheduled to undergo bilateral removal and replacement with two 600cc mentor memorygel breast implant prostheses ( catalog #: 3506004bc ) on (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).